Event description:
It was reported to boston scientific corporation on september 20, 2021 that a wallflex fully covered biliary rmv stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, after the stent was successfully deployed, the physician had difficulty removing the delivery system and the handle was separated. The original stent remains implanted and the delivery system was able to be removed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: medical device problem code a150207 captures the reportable event of delivery system difficult to remove. Block h10: only the handle of the wallflex biliary delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the handle was detached from the rest of the delivery system. Microscopic inspection was performed and no evidence of bending forces or other issues were noted. The reported event of delivery system difficult to remove could not be confirmed as this failure occurred during the procedure; therefore it could not be functionally verified. The reported event of handle detached was confirmed. The damage noted to the stainless steel handle was likely due to procedural factors encountered during procedure, limited the performance of the device and its integrity and contributed to stent difficult to remove during procedure. Handling and manipulation of the device during procedure could lead to the detached handle. It is possible that the physician felt some resistance and used excessive force to pull the handle to remove the delivery system leading to the detached handle. Therefore, a review and analysis of all available information indicated the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex fully covered biliary rmv stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, after the stent was successfully deployed, the physician had difficulty removing the delivery system and the handle was separated. The original stent remains implanted and the delivery system was able to be removed to complete the procedure. There were no patient complications reported as a result of this event.